Manufacturer narrative:
The reported product's were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
Customer reported that on (B)(6) 2016 he received a reading from his adc blood glucose meter that was higher than a subsequent reading received via a laboratory result. Customer further reported he performed a test with his meter prior to going to the hospital for his usual blood tests and received a reading of 98 mg/dl at ¿around 7:15 am¿. He then went to the hospital for his lab work to be drawn and a reading of 21 mg/dl was received an hour after the blood draw ¿at about 8:50 am¿. Prior to receiving the lab test result, the customer was leaving the hospital, but began to feel ¿like fumbling¿ and was ¿lightheaded, dizzy¿ and then lost consciousness and collapsed. He was brought back into the hospital where a reading of 36 mg/dl was received on a hospital meter. Customer was diagnosed with hypoglycemia and treated with an intravenous infusion of 50% dextrose. He was also encouraged to drink ¿40 to 50 glasses of orange juice¿. Additionally, his diazepam (valium) medication was changed to clonazepam (klonopin). Prior to leaving the hospital another test was performed a reading of 121 mg/dl was received on the hospital meter at ¿around 9:00 am¿. No further treatment was undertaken. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2016 he received a reading from his adc blood glucose meter that was higher than a subsequent reading received via a laboratory result. Customer further reported he performed a test with his meter prior to going to the hospital for his usual blood tests and received a reading of 98 mg/dl at ¿around 7:15 am¿. He then went to the hospital for his lab work to be drawn and a reading of 21 mg/dl was received an hour after the blood draw ¿at about 8:50 am¿. Prior to receiving the lab test result, the customer was leaving the hospital, but began to feel ¿like fumbling¿ and was ¿lightheaded, dizzy¿ and then lost consciousness and collapsed. He was brought back into the hospital where a reading of 36 mg/dl was received on a hospital meter. Customer was diagnosed with hypoglycemia and treated with an intravenous infusion of 50% dextrose. He was also encouraged to drink ¿40 to 50 glasses of orange juice¿. Additionally, his diazepam (valium) medication was changed to clonazepam (klonopin). Prior to leaving the hospital another test was performed a reading of 121 mg/dl was received on the hospital meter at ¿around 9:00 am¿. No further treatment was undertaken. There was no report of death or permanent injury associated with this event.